Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
"[Oral-b]" refill becomes loose... Detaches from device "[device breakage]". Case narrative: consumer via phone stated that the refill detached itself from the device and became loose. No injury was reported.